Event description:
The consumer stated the unit was plugged into a wall in europe (spain). The unit pulsed and blew out the machine.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.